Event description:
It was reported that the user¿s ilet insulin delivery stopped due to an empty reservoir, leading to hyperglycemia at 291 mg/dl, after which the user performed a full supply change with a steel infusion set and resumed insulin delivery. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia without hospitalization. Investigation included troubleshooting and user education on completing a full supply change and allowing the ilet to autonomously adjust insulin delivery. Investigation of this case revealed user confusion regarding continued dosing after insulin depletion, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and product-use issue related to running out of insulin and not recognizing the dosing interruption.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.